Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced permanent injury and physical pain which will require future corrective surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.